Event description:
It was reported that during the colorectal procedure, the device would not fire. The gun is not registering that the anvil is attached. They had to switch the gun to complete the procedure. There was no patient harm.

Manufacturer narrative:
(B)(4). Batch # : unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: the attempt to fire was made and the device would not fire. The anvil was placed correctly. The or reached out to the rep and the rep recommended that they change the battery which was done even though the light was working at all times. They made a second attempt to fire the device and it would not fire. Therefore, the operating surgeon stated that the anvil was detached, and the device was removed. Second device was introduced through the same hole, anvil attached, and the device fired. There was no patient impact, and the patient was discharged and doing well. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/03/2022. D4: batch # 444a45. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and the anvil was not received. The breakaway washer was not present and the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality and it was manually assisted and a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.